Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that two discordant, falsely elevated prothrombin time international normalized ratio (inr) results were obtained on one patient sample on a bcs xp system (serial number: (B)(4)). A siemens customer service engineer (cse) was dispatched to the customer site. The cse checked and replaced the reagent syringe and lubricated the sample syringe. The cse also found a blockage in the sample probe and replaced the probe. The cse also replaced the flex cables on the pipettors. The cse did a validation run and ran quality controls (qc) which recovered within range. The discordant, falsely elevated inr results were potentially caused by one of the parts that was replaced by the cse. No further issues with this system have been observed. The system is performing according to specifications. No further evaluation of this device is required.

Event description:
Two discordant, falsely elevated prothrombin time international normalized ratio (inr) results were obtained on a patient sample on a bcs xp system (serial number: (B)(4)). The discordant results were reported to the physician(s), and the results were questioned by the physician(s). Another sample from the patient was repeated thrice on the same bcs xp system (serial number: (B)(4)) as well as once on an alternate bcs xp system, resulting lower. The repeat results were reported, as the correct results, to the physician(s). Due to the discordant, falsely elevated inr results, the patient was unnecessarily treated with cofact; however, there were no adverse health consequences to the patient as a result of the treatment with cofact.